Manufacturer narrative:
H10: internal complaint reference: (B)(4). Information received of this case indicates this is a duplicate report. The event in this report is covered under has been already reported under MDR no. 1219602-2024-02864. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 implant of the fast fix was deployed, the device could not bounce back to deploy t2. The t1 was successfully removed using tweezers. The procedure was completed with a smith and nephew back up device. There was a surgical delay less than 30 minutes and no further complications were reported.